Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent posterior vaginal repair on (B)(6) 2004 and mesh was implanted. Following the procedure, the patient experienced a small area of posterior wall mesh exposure which was excised on (B)(6) 2004. The patient experienced discomfort. No additional information was provided.